Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> according to the information received, ¿the patient after the first hip surgery qualified for revision surgery. First revision replace insert, second revision replace bearing shell and insert. Damaged insert stabilizing tooth¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that inner surface of the pinnacle sector ii cup 52mm presents sing of wear most likely caused by the head articulating against the metal cup. The observed condition of the device is consistent with a disassociation event between the reported fractured liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the disassociation event cannot be traced to design or manufacturing issue, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [121722052 /8697868] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 52mm would contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [121722052 /8697868] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient after the first hip surgery qualified for revision surgery. First revision replace insert, second revision replace bearing shell and insert. Damaged insert stabilizing tooth. There was no delay. Additional event information: visual analysis of the returned sample revealed that inner surface of the pinnacle sector ii cup 52mm presents sign of wear most likely caused by the head articulating against the metal cup. The observed condition of the device is consistent with a disassociation event between the reported fractured liner and the cup.